Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and small focus of implant rupture.

Event description:
Patient reported pain, "unusual tissue growing ". Healthcare professional reported capsular contracture baker grade iii, left side implant migration, small focus of implant rupture, and "focally refractile material surrounded giant cell reaction is seen¿. Patient also reported general anxiety disorder - this is not device related. The device has been explanted.